Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or adhesive welds. Although no issues were found, the exact cause of the failure to adhere could not be conclusively determined. The soft cannula was stretched out of specification. A tear was also observed on the soft cannula and fluid was observed leaving this tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl, while wearing the pod between 4 and 24 hours. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.